Event description:
It was reported that liquid leaks occurred with the tip of the catheter when the catheter was pre-flushed prior to placement on (B)(6) 2021. This made it impossible to use the catheter and made the access for infusion unavailable in the patient.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however, the exact cause is unknown. One 4 fr single lumen groshong clearvue catheter with a stiffening stylet and a flushing hub inserted was returned for evaluation. An initial visual observation showed some use residue on the returned sample. The returned catheter was flushed and pressurized with a 12 ml syringe of water and a spraying leak was observed in the catheter approximately 1.8 cm proximal to its distal tip. A microscopic observation revealed a small, diagonal split in the catheter at the leak site. The split was observed to be mostly straight with a slight curve near one end. The fracture surfaces were observed to be smooth and granular in texture. No additional damage was observed on the inner wall of the catheter around the area of the split. While the exact cause of the split in the returned catheter could not be determined, possible causes include instrument damage and stylet damage. A lot history review (lhr) of redx1504 showed two other similar product complaint(s) from this lot number.